Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that an error on boot and system won't x-ray. This was likely an "x-rays disabled" error message. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.